Manufacturer narrative:
The lens was not returned for evaluation and the lot number was not provided. Therefore, a product evaluation could not be conducted and the device history record could not be reviewed. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
Patient had pre-existing connective tissue disease with plaquenil use. In the surgeon''s opinion, the most likely cause of the event was capsular fibrosis and/or contraction causing unwanted vaulting. The patient is stable. Based on this information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.

Manufacturer narrative:
This event is determined to be unrelated to the device, and therefore is no longer considered reportable.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. Both haptic plates and arms have been torn off and are missing. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.